Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular delivery system without the dilator was returned for evaluation. The storage tube was received connected to the introducer sheath. The tuohy-borst adapter was tight. A gap of approximately 0.1cm was found between the storage tube and sheath was the connector was not fully tightened. It is unknown when the connection became loose. The delivery pusher was inserted fully through the introducer sheath. The filter was returned deployed. The filter contained all 6 arms and 6 legs present and intact. No limbs were crossed. No skiving was found inside the storage tube. Functional/performance evaluation: the delivery catheter was removed from the sheath without issue. No anomalies were found to the pusher catheter or sheath. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the delivery catheter was returned fully advanced through the introducer sheath with the filter returned outside of the storage tube. The storage tube was not tightened properly to the introducer sheath, causing a 0.1cm gap. The investigation is inconclusive for the filter allegedly failing to advance from the storage tube as the filter was returned deployed. The tuohy-borst adapter was returned tight. It is unknown if the storage tube was properly tightened to the introducer sheath when the user attempted to advance the filter or if the connection became loose during packaging for return. Failure to loosen the tuohy-borst adapter or properly connect the storage tube to the introducer sheath could lead to the inability to advance the filter from the storage tube. However, the definitive root cause is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the deployment storage tube; therefore, the filter deployment system was exchanged for a another that was prepped and deployed successfully. There was no reported patient injury.